Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that the berlifine® micro pen needle with pentapoint¿ technology was missing the tear drop label on the sterile packaging. The following information was provided by the initial reporter, translated from german to english: "protective foil missing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-18 h6: investigation summary one hundred and thirty seven open and two sealed 31g x 5mm pen needles were returned from lot. No. 8255608, cat. No.320693. Visual examination was carried out on the one hundred and thirty seven open samples and evidence of a teardrop label being applied was observed on all samples. Visual examination was also carried out on the two sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported that the berlifine® micro pen needle with pentapoint¿ technology was missing the tear drop label on the sterile packaging. The following information was provided by the initial reporter, translated from german to english: "protective foil missing"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the berlifine¿ micro pen needle with pentapoint" technology was missing the tear drop label on the sterile packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "protective foil missing".